Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter was allegedly found to be fractured at the head and end of the catheter. It was further reported that helix allegedly could not be withdrawn individually after several attempts. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image contains information regarding catheter helix break. After review of the provided images helix break can not be confirmed. A clear root cause could not be established. Labeling review: the breakage of the helix is described in the instructions for use as a possible complication and does not represent a new risk, see ze11120 IFU rotarexs (page.6 potential adverse effects). To prevent this type of helix break it is important to match according introducer sheath size and type for the specific intervention. Moreover during the insertion of the catheter not to kink catheter tube and not to force the movement. H10: g3. H11: h6 (component, method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter was allegedly found to be fractured at the head and end of the catheter. It was further reported that helix allegedly could not be withdrawn individually after several attempts. The procedure was completed using another device. There was no reported patient injury.